Event description:
Customer reportedly rec'd results of hi (greater than 600 mg/dl) and 111 mg/dl within 10 minutes on the advantage system. Customer states he may have had jelly on his hands when the result of hi was obtained. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.